Event description:
Customer reported that pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to plug the pump into a different wall outlet, which resolved the issue once the charging cable was connected to a wall adapter for at least 30 minutes. Pump began charging using a tandem wall adapter and charging cable, and no further assistance was required.